Manufacturer narrative:
On (B)(6) 2019, dr. (B)(6) reported that medical intervention was required for a patient with vascular occlusion/ischemia after off-label bellafill dermal filler injection to correct a depressed scar on the nasal tip. The depressed scar on the nasal tip was the result of a prior infection the patient identified as hsv in the nasal area. The patient also had a previous rhinoplasty "years ago". On (B)(6) 2019, the patient was injected with bellafill dermal filler, lot f191032, in the following off-label areas: mental crease with 0.7ml; left oral commissure with 0.1ml; right nasal tip in depressed scar with 0.1ml. On (B)(6) 2019, the patient presented to the ER (emergency room) on (B)(6) 2019 with symptoms on the nasal tip. No issues were noted in the other off-label areas injected with bellafill dermal filler on same day and with same bellafill lot. The ER doctor called the injector, dr. (B)(6), indicated they had seen the patient and thought it might be an infection "early cellulitis". The ER started the patient on antibiotics. The patient relayed she was also prescribed "other medications," but no mention was made by the ER doctor. On (B)(6) 2019, the patient came to see dr. (B)(6), who diagnosed vascular occlusion/ischemia and had the patient start on hyperbaric oxygen therapy treatments. The patient has gone to 3 treatments as of (B)(6) 2019. On (B)(6) 2019, the patient was reported to be resolving by the hyperbaric chamber facility's doctor with "only 2 small scabs on the nose and no tissue loss." On (B)(6) 2019, dr. (B)(6) reported that the patient came to see her ~3 weeks after injection and was almost resolved with an irregular scar on the nasal tip. The patient is now requesting additional filler and laser resurfacing on the nasal tip, but dr. (B)(6) has recommended the patient wait at least a year to do anything in that area. The bellafill lot used in the procedure was reviewed and no issues were noted. The lot was manufactured according to approved instructions and met all acceptance criteria upon release. Review of retained lot samples found the lot continued to meet release criteria. Bellafill dermal filler is intended for the correction of nasolabial folds and moderate to severe, atropic, distensible facial acne scars on the cheek in patients over the age of 21 years. The bellafill instructions for use contains a warning related to vascular injection: "introduction of product into the vasculature may lead to embolization, occlusion of the vessels, ischemia, or infarction. Take extra care when injecting soft-tissue fillers; for example, inject the product slowly and apply the least amount of pressure necessary. Rare but serious adverse events associated with the intravascular injection of soft-tissue fillers in the face have been reported and include temporary or permanent vision impairment; blindness; cerebral ischemia; or cerebral hemorrhage, leading to stroke, skin necrosis, and damage to underlying facial structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in vision, signs of a stroke, blanching of the skin, or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate health care practitioner specialist should an intravascular injection occur." Bellafill is a single use device. Treatment syringes are intended to be discarded at the time of injection, per the bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit."

Event description:
Treatment required for a patient with vascular occlusion/ischemia after off-label bellafill dermal filler injection to correct a depressed scar on the nasal tip.